Event description:
It was reported the programmer has been running slow and is now displaying a system error after attempting to interrogate a patient's wireless device. It was recommended to run the programmer service disk and if this doesn't resolve the issue, then to return the programmer for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.